Manufacturer narrative:
Evaluation/ method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 5. See manufacturer's report number 1627487-2010-00323, 1627487-2010-00324, 1627487-2010-00325, and 1627487-2010-00326 for devices 2,3,4 and 5 respectively. On (B)(6) 2009, the pt was implanted with an scs system. It was reported that the ipg delivered intermittent stimulation and turned off without being prompted to do so. The territory manager met with the pt and observed invalid impedance on nearly all lead contacts. The pt was x-rayed and all connections appeared to be intact. On (B)(6) 2010, it was reported that the pt's scs system had been explanted. (B)(6) decided to remove the entire system and replaced it with a new ipg and percutaneous leads.